Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the quick coupling device was frozen/would not move and did not function. It was further determined that the device failed pretest for check function in running mode. It was noted in the service order that the device did not work along with a battery handpiece device, two quick coupling devices, small battery drive device, small battery drive casing device and chuck device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by russia that during service and evaluation, it was determined that the quick coupling device was frozen/would not move and did not function. It was further determined that the device failed pretest for check function in running mode. It was noted in the service order that the device did not work along with a battery handpiece device, two quick coupling devices, small battery drive device, small battery drive casing device and chuck device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.